Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Customer¿s blood glucose was 404 mg/dl. Customer¿s current blood glucose was 377 mg/dl. The customer did experienced the symptoms such as nausea, sweating due to high blood glucose. Based on customer¿s report they alleged insulin pump was under delivering insulin and the blood glucose was not going down. Customer stated insulin exited at quick release. Auto mode feature was unknown during the time of event. The insulin pump and reservoir will be returned for analysis.